Event description:
Customer reported user noted a leak from a hole in the IV administration set upon priming with tpn prior to being connected to patient. Site of hole unknown and if product was saved. No patient harm was reported. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 03/30/2009. The product is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted if further information is obtained.